Event description:
Arthritis of the cartilage [arthritis]. Meniscus tear of the knee [meniscus lesion]. Case description: a spontaneous report was received on (B)(6)-2011 from a consumer regarding a (B)(6) male pt initials (B)(6) with osteoarthritis and torn meniscus. The pt's medical history was significant for synvisc-one injection on an unk date in 2010. On an unspecified date in 2011, the pt initiated synvisc-one in the left knee. On an unk date three months later, the pt had left knee arthroscopy to repair a torn meniscus and to clean out the knee, specifically arthritis of the cartilage. The action taken with synvisc-one was not provided. The pt's outcome for the events was not provided. Concomitant medications were not provided.

Manufacturer narrative:
The qa (quality assurance) investigation results were received on (B)(4)-2011. Eval summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated that could be associated with any product complaint. Genzyme will continue to monitor complaints. Manufacturer's comment: the benefit risk relationship of the product is not affected by the report.